Manufacturer narrative:
(B)(4). Report source: (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty an instrument was fractured. The surgeon removed pieces from the surgical site.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms the rotation stopper has fractured off. Material analysis indicates that the material is consistent with device specifications. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.